Event description:
A health care professional (hcp) reported that the powerease quit working during the case, making humming sound, and run continuously. There is no patient impact.

Manufacturer narrative:
Analysis found motor failure. If information is provided in the future, a supplemental report will be issued.